Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up fully and displayed a message indicating the table movements were partially available. The customer tried rebooting multiple times, but the issue persisted. The review of system log files showed lateral smart drive issues. Upon troubleshooting, the fse identified that the lateral smart drive was dead, no power or light activity. The supplier's part analysis conclusively determined the cause of lateral smart drive was due to electrical defect. To resolve the issue, the fse replaced the lateral smart drive and performed functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating "table movements partially available", preventing a full system boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.